Manufacturer narrative:
A manufacturing document review was conducted for lot wcs10565. The review confirmed that all raw materials, in-process materials, and finished devices in this batch conformity to all applicable product quality standards and acceptance criteria. The lot was not associated with any other adverse events. After inspection, one non-avenir coil and avenir pusher were returned. The coil is kinked and the returned pusher is broken into three parts and has kinks and stretch. Blood is inside pusher distal. There were 2 bends and 2 breaks around the pusher detachment indicators. Although one break is at the original designed detachment point, it is hard to know if the pusher was correctly detached at first attempt. Because the avenir coil was already detached and not returned, the function test can't be conducted, the alleged product discrepancy could not be confirmed, the root cause can't be determined.

Event description:
The subject coil was the fourth coil used during the coil embolization of a cerebral aneurysm (pcom) . After inserting the subject coil into a microcatheter (sl-10) and attempting detachment, the release wire could not be pulled. Therefore, while performing troubleshooting steps and detachment maneuvers, the microcatheter advanced ahead, causing the aneurysm to rupture.consequently, the subject coil was removed. A balloon was inflated in the ica to obstruct the blood flow, and the ruptured site was packed with coils from another company to complete the procedure.